Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they started having high blood glucose about 5 hours after an infusion set change. They pulled off the insulin pump and treated with manual injection. The customer¿s blood glucose level during the incident was 421 mg/dl. The customer¿s current blood glucose level was 73 mg/dl. The customer stated the infusion set¿s cannula was not bent but there was an air bubble as well as a kink in the tubing. The device will not be returned for analysis.